Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the study participant fell and suffered a ppf with stem subsidence approximately 3 weeks post-implantation, which required an orif and revision. Per the provided documentation, the event resulted in early termination from the study; however, the event was not documented as being related to the procedure or the device. Based on the information provided, the ppf and stem subsidence with subsequent orif and revision was directly correlated with the fall; however, the root cause of the fall could not be concluded. The patient impact beyond that described within the complaint with an expected post-surgical rehabilitative phase could not be determined. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include but not limited to excessive forces applied to implant and surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a fall patient suffered right hip periprosthetic femur fracture with loose subsided stem therefore an open reduction and internal fixation revision surgery was performed. Patient outcome is ongoing.